Manufacturer narrative:
This device is used for treatment not diagnosis.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Event description:
Pt was implanted with a tfn for a hip fracture approximately 8 months ago. Pt was returned to the operating room on (B)(6) 2012 for removal of the tfn. Pt experienced arthritic pain and will be revised to a hip replacement. This is the 1st of 3 reports submitted on this event.